Manufacturer narrative:
The device was returned for analysis. The reported difficulty during sheath splitting and clip deployment could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using proglide devices with a 6f sheath after a diagnostic left lower extremity angiogram. Reportedly, operator experienced difficulty during sheath splitting and clip deployment. Although difficulty was experienced, the steps were deployed successfully. There was difficulty removing the device but ultimately successful. In addition to the clip being used, manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.